Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a massive multiple anterior abdominal wall recurrent incisional ventral hernia repair on (B)(6)2012 and mesh was implanted. The surgery included a laparotomy with adhesiolysis and reduction of incarcerated small bowel and omentum, and resection of multiple hernia sacs and previously placed "failed synthetic mesh." The patient experienced pelvic pain, urinary frequency and fistula and underwent another surgery on (B)(6)2012 to repair, remove bladder from hernia wall and mesh was implanted. She had another surgery on (B)(6)2013 to repair a recurrent incisional hernia and some of the mesh was explanted at that time. No additional information was provided.

Manufacturer narrative:
.